Manufacturer narrative:
This is a final report. An investigation of the reported incident where an optics carrier of an m220 f12 fell down was conducted. The identified root cause for the observed issue was an incorrect assembly of the parallelogram by the supplier. The affected parallelogram does not comply with the manufacturing instructions. There was a press-in copper bushing that was not pressed in properly and there were incorrectly three (3) instead of two (2) teller washers as specified in the manufacturing instructions. Due to the combination of these two (2) assembly issues the rotation of the screw that connects the adapter to the parameter got blocked which subsequently caused the screw to get loose over time until the optics carrier fell down. The incident is considered to be an isolated event which is unlikely to reoccur as it was caused by a combination of two (2) assembly issues. Also, the review of the complaint database did not reveal any other complaint with a similar root cause. The defective swing arm was replaced by a new one.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that the m220 optics carrier fell down while it was transferred from one bed to another bed between the interval of two operations. There was no patient injury.